Event description:
Caller reported that insulin gauge displayed a different amount than expected, showing 0 units instead of the expected 40 units, and the discrepancy was greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by the customer loading a new cartridge, and they were advised to call back for troubleshooting if the issue reoccurred.